Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: received a total of 179 unused representative 23g bd vacutainer units within sealed packages. There were no failures; the units demonstrated acceptable flashback with no indications of obstruction or occlusion present in the units and no cracks or holes in the sets. Conclusion: the defect of leakage, as stated in the pr was not confirmed. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® winged safety push button blood collection set leaked after collection and not drawing back into the syringe causing multiple collection attempts. No injury or medical intervention reported.